Event description:
It was reported by svc report that the pt left and right side rails were very hard to move and sometimes did not lock in the up position. No pt involvement or adverse consequences are reported.